Event description:
This is a spontaneous report received by baxter (B)(4) about pinched tubing damaged by the clean flash. The damage was found 5cm from the twist clamp on the tubing. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint was confirmed in the lab for damage to the tubing (5 cm from the base of the white twist sleeve when closed). According to the complaint report the uv germicidal exchange device (uv clean flash) damaged the tubing. A batch review was not performed since the lot number is unknown renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.